Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 78 mg/dl at the time of incident. Customer stated that the insulin pump alarmed and unable to clear. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a blank display and unable to do anything. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: correction: the customer did not receive a blank display. A circle was present on the insulin pump's screen and the keypad was unresponsive to navigate through the screen.

Event description:
Correction: the customer did not receive a blank display. A circle was present on the insulin pump's screen and the keypad was unresponsive to navigate through the screen.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to moisture damage on the keypad traces, however pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.